Event description:
On 5/18/95, following cataract extraction on the right eye with intraocular lens implantation, pt called to report an oval shaped scotoma in the operated eye. On exam of 5/18/95, pt was noted on dilated exam to have fluid beneath the macular area consistent with possible photoxicity to the retina. Referred to retina specialist. Visual acuity on 5/18/95 was down to 20/400 with best correction. Voltaron was begun 6/13/84 for its antiinflammatory properties. Visual acuity is up with increased best correction to 20/40 but macular pigment changes persist.